Event description:
A healthcare professional reported that a patient was injected with JUVÉDERM® VOLUX¿ XC, the patients have developed delayed swollen lymph nodes after the injection. Additionally, the healthcare professional reported a patient received JUVÉDERM® VOLUX¿ XC in the jawline and preauricular area. The patient developed unilateral right-sided swelling with a tender/enlarged lymph node. A few days later symptoms became bilateral and then progressed to additional areas, including the cervical chain and pre-/post-auricular regions. The patient reported feeling under the weather for several weeks prior to follow-up. Supportive measures including lymphatic drainage and IV treatment were tried.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.This is a known potential adverse event addressed in the product labeling.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.